Event description:
Boston scientific crm received information that prior to the implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient had a left bundle branch block. During the implant of the device, the patient's right side conduction went out, and the patient went into asystole. A right ventricular (rv) lead was implanted, and the left ventricular port was plugged. It was noted that in approximately 2 months, the patient will undergo a procedure to implant the lv lead. It was also noted that the physician had to gain femoral access to provide pacing support for the patient during the asystole.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.